Manufacturer narrative:
In mfg report no 1823260-2023-03801, the second to the last line of h10 additional narrative should have been: "the field service engineer (fse) performed interventions and replaced components. The issue was not resolved. It was decided to replace the entire ion-selective electrode (ise) module. The cause of the event could not be determined." Instead of: "the field service engineer (fse) replaced the entire ion-selective electrode (ise) module. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined." Investigation findings and investigation conclusion codes were updated.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) replaced the entire ion-selective electrode (ise) module. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 results from one patient sample tested on the cobas 8000 cobas ise module (double). The reporter compared the initial result (from the ion-selective electrode ise 1) to the patient's previous result (one week ago) of 139 mmol/l. The reporter deemed the initial result too high prompting the rerun of the patient sample on the ise 2 of the module. The initial sodium result from ise 1 was 150 mmol/l. The repeat result from ise 2 was 139 mmol/l. The reporter deemed this result believable. The repeat results from ise1 are: 143 mmol/l; 139 mmol/l; 141 mmol/l; 145 mmol/l; 142 mmol/l. The other repeat results from ise 2 are: 139 mmol/l; 141 mmol/l; 142 mmol/l; 140 mmol/l; 141 mmol/l. The correct result was reported to the treating personnel.